Event description:
Alleged event: the surgeon reported that the device was misfiring and the hinged part does not spring open as the clip was pushed forward in the device. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review could not be conducted in the absence of the lot number. The manufacturer will continue to monitor and trend related events.